Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the patient received an empty cartridge alarm while insulin was still in the cartridge. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed no activity outside of normal use. The ez-prime steps were performed correctly. A 100 unit cartridge was correctly loaded. A call service 178 and 144 cartridge warnings were simulated and were recorded at the correct time and order. The pump performed within specifications. The alleged inaccurate cartridge reading issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.